Event description:
After initiation of bypass, the regional saturations appeared to be dropping. After the surgeon checked the placement of the cannulae, blood was administered to correct anemia. This action did not improve the regional saturations and at this time it was evident that the oxygenator was not working as effectively as anticipated. Gas flow to the oxygenator was increased as well as percent oxygen. This corrected the blood saturation and regional saturations.